Event description:
The customer reported that they had an cracked touchscreen on their mx40 device. The no audio issue for the mx40 device was found at bench. It is unclear whether the device was being used on or off the network. There was no patient involvement. There was no report of a patient injury or harm.